Event description:
In 2008, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. During the procedure, the leading end of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component partially covered the patient's lowest renal artery. The physician implanted a non-gore stent in the patient's renal artery to ensure patency. Postoperatively, an ultrasound revealed that the non-gore stent had occluded. On the next day, a second non-gore stent was implanted inside the previously implanted stent. It was reported that the first non-gore stent was implanted too far into the patient's renal artery, the occlusion was repaired, and that the pt tolerated the procedure.